Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-13960. Related manufacturer report: 1627487-2021-13961. It was reported that patient experienced genitourinary side effects, testicular pain, difficulty getting an erection and inconsistence. Patient saw an urologist and was cleared of any gu issues. The device therapy was turned off for two months and continued to have testicular pain. The device system was explanted, and a new device system was explanted. There were no complications during the procedure. Patient was stable.